Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was a missing piece and a crack on the battery compartment lip ring going to the back side of the battery compartment. Troubleshooting was done for cosmetic damage. It was unknown whether the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had broken battery tube threads, cracked case (battery tube). The device p-cap or device test reservoir locks in place properly and no anomaly noted. Device passed the displacement test. (B)(4).